Event description:
Bed alarm was on. No injury alleged.

Manufacturer narrative:
Technician found the error code showed "no communication to the left pt control board"; isolated the issue to water damage in the left control board. Replaced pt left control board to resolve this issue.